Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Visual and microscopic inspections: the actual device upon receipt was an izanai. The coil had been crushed at approximately 16mm from the distal end. It had been bent at approximately 20mm from the distal end. The coil had been jumbled intermittently at approximately 31mm - 35mm from the distal end. The coil had been jumbled at approximately 158mm from the distal end. It had been abraded at approximately 1240mm from the distal end. The ptfe coating had been peeled off at approximately 1304mm from the distal end. No anomaly was found in other sections. Confirmation of dimensions: outer diameters of the platinum coil section, stainless-steel coil section and shaft met the factory's specifications. No anomaly was found. Combination test: a factory-retained balloon catheter (ryurei) was inserted from the rear end of actual device. It got caught at the jumbled section of coil at approximately 158mm from the distal end and it was impossible to insert it. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test: [crush of the coil] - excessive compressive force was applied to the platinum coil section. As a result, the coil was crushed. [Jumbling of the coil] - with the distal end got stuck, torque force was applied. As a result, the stainless-steel coil section was jumbled. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions. In the combination test with the factory-retained balloon catheter and actual device, it got caught at the jumbled section of coil and it was impossible to insert it any further. Therefore, it was likely that this event was caused by the jumbling of coil of the involved device. Regarding the cause of jumbling of the coil, it was inferred that the distal end got stuck due to some factor and torque force was applied. However, since the details of procedure were unknown, it was not possible to clarify the cause of stuck. Regarding the cause of crush and bend on the coil, it was inferred that some compressive and bending forces were applied. In addition, regarding the cause of abrasion and peeling of the ptfe coating, it was inferred that the involved section came into strong contact with some hard object. However, since the details of procedure were unknown, it was not possible to clarify the cause of occurrence. Relevant instructions fur use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the device was used in the lesion of lad#7. After the involved wire was passed through, a competitor's balloon catheter was placed over it and inserted, and it was confirmed that it got caught. It was replaced with a new catheter and the procedure was completed successfully. The peeled coating may have remained in the patient's body. The procedure was completed successfully, and the patient was not harmed.